Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible, the second device caught the suture of the first device preventing the removal, and it was the suture of the first device that was cut. It is possible, as well that the suture of the first device was in sub cutaneous tissue or had a partial capture which released due to the issues with the second device; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra leadless pacemaker procedure. Reportedly, the suture of the first prostyle device was deployed at the 10 o'clock position without any problems. The suture of the second prostyle device was deployed at the 2 o'clock position; however, when the device was attempted to be removed, the device would not come out of the vein at all. Multiple different ways were attempted to remove the device but it would not budge. The suture was cut and the prostyle device was then able to be pulled back out of the vein and out of the body. When this happened the suture of the first prostyle device came loose and also came out of the body. Both prostyle devices and sutures were completely out. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the micra leadless pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.